Event description:
It was reported to st. Jude medical that the pace/sense portion of the lead was capped and the ICD was explanted due to ventricular noise. The noise resulted in inappropriate therapies.